Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found at the assembly of the red alpha clip to the pump tube. After further inspection, no other abnormalities were found. A visual inspection was performed and found a delamination on the wall of the pump tube assembled to the red alpha clip. After further inspection, no other issues were found in the remaining components of the set. The reported issue was confirmed during the evaluation. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius 5008x bloodline leaked three hours and twenty minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. The leak originated from a disconnection where the alpha clip meets the bloodline. No issues were noted during priming. There were no changes in pressure or blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was not restarted because there was only ten minutes left in their scheduled treatment time. The patient did not experience any issues as a result of ending treatment early. The complaint device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius 5008x bloodline leaked during a patient¿s hemodialysis (hd) treatment. The leak originated from the alpha clip near the blood pump. The patient¿s estimated blood loss (ebl) is 20ml. The complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius 5008x bloodline leaked three hours and twenty minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. The leak originated from a disconnection where the alpha clip meets the bloodline. No issues were noted during priming. There were no changes in pressure or blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was not restarted because there was only ten minutes left in their scheduled treatment time. The patient did not experience any issues as a result of ending treatment early. The complaint device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.